Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that insulin pump had a open book image with red x. The customer¿s blood glucose was 235 mg/dl. Customer was just ready to take it off because they were fishing. Troubleshooting was performed for open book image. The customer advised to discontinue use of the pump and recommended customer refer to back-up plan per health care professional instructions. The insulin pump will be returned for analysis.